Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer using the ilet experienced sustained hyperglycemia, with a peak blood glucose of 327 mg/dl, beginning in the morning and persisting through the afternoon; the customer replaced the insulin cartridge and infusion set after removing a prior set that did not show visible issues, and did not use backup therapy. Symptoms included hyperglycemia without additional clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included customer counseling on troubleshooting and education, including replacement of consumables. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.